Event description:
It was reported that the surgeon was evaluating accolade ii. Upon insertion of definitive implant (sz 8), it was determined that femur had cracked. Dall miles cables were used to wire together and implanted same stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device was implanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported that the surgeon was evaluating accolade ii. Upon insertion of definitive implant (sz 8), it was determined that femur had cracked. Dall miles cables were used to wire together and implanted same stem.